Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited high defibrillation impedance. Lead fracture was suspected. No intervention was done. There were no patient consequences.

Event description:
New information received notes that the device was explanted and replaced.

Manufacturer narrative:
The reported events of high defibrillation lead impedance and lead fracture could not be confirmed. As received, only the connector and middle portions of the lead were returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an external insulation abrasion at the proximal region of the lead breaching the right ventricular cable lumen. The cause of the external insulation abrasion is due to friction to the device can.